Event description:
Entrapment of PICC line in tricuspid valve interfering cardiac output of cardiowest artifical heart. (PICC line was placed into rt antecubital 2/12/98 and sutured at insertion site after radiological verification of correct placement, away from valves. PICC insertion site remained sutured, dry and intact at time of death.